Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was an attempted implant due to failure to detect and treat ventricular fibrillation.